Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead exhibited oversensing of the minute ventilation (mv) signal. There were also increases in the ra impedance measurement from 700 to 3000 ohms. The physician was considering replacing the lead. Boston scientific technical services (ts) advised to turn off the rate response trend and test the ra lead first in order to determine if there was possible slight movement between the ra lead in the crt-d header. At this time the crt-d and ra lead remain in service and no adverse patient effects have been reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead exhibited oversensing of the minute ventilation (mv) signal. There were also increases in the ra impedance measurement from 700 to 3000 ohms. The physician was considering replacing the lead. Boston scientific technical services (ts) advised to turn off the rate response trend and test the ra lead first in order to determine if there was possible slight movement between the ra lead in the crt-d header. At this time the crt-d and ra lead remain in service and no adverse patient effects have been reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.